Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that there were problems filling the new external ventricular drainage (evd) sets. Two experienced nurses were both struggling to fill the evd sets in emergency situations over the weekend. They have stand together, think, and make sure that it was done correctly. The site always double-check each in their department when they fill the evd sets, this was not unusual. What was unusual was that they had both though it had been done correctly, but then the set was filled with air again. Both nurses had both received training and had worked at the hospital for many years. The procedure was completed with back up products. The patient's status was alive- no injury.